Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and a tip solder separation was identified. The reported kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to device kinks include, but are not limited to mishandling during manufacturing, mishandling during unpackaging or removal from dispenser coil at the account. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable to determine a conclusive cause for the reported kinked tip. In this case, based on the return analysis, it is possible that manipulation and/or inadvertent mishandling during guide wire removal from the dispenser coil resulted in the reported/noted kink and stretched coils. Corrosion was noted on the tip solder, likely a result of exposure to the elements during transit back to abbott vascular for analysis and likely what caused the tip solder separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the tip of a balance middleweight universal ii guide wire was noted to be bent after unpacking. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis indicated there was a guide wire solder separation identified. Follow-up with the site was performed; however, no additional information was provided.